Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mechanical motion of the leadless pacemaker was suspected for causing ectopy, premature ventricular contractions. The device remains in use. No further patient complications have been reported as a result of this event.